Event description:
A philips employee became aware of a journal article (published online 10jun2021) ¿photoablative atherectomy followed by a paclitaxel-coated balloon to inhibit restenosis in instent femoro-popliteal obstructions (photopac)¿. The study retrospectively aimed to evaluate the safety and effectiveness of preparing in-stent femoropopliteal lesion with photoablative laser atherectomy or plain balloon angioplasty (poba) prior to drug-coated balloon (dcb) angioplasty. A total of 31 patients were enrolled in the study with clinical follow-up at 6, 12, and possible 24 month. All lesions were sequentially treated with spectranetics turbo elite, turbo-booster, and turbo tandem laser atherectomy catheters. Complications included 2 procedural target lesion revascularizations (tlr). During 30 day post-procedure, there were 2 unspecified serious adverse events (saes), 2 peripheral embolization, 1 aneurysm spurium at the femoral puncture site, and 3 tlrs. During 1-year follow-up, there were 3 unspecified saes, 1 tlr, and at 2-year follow-up, there were 4 unspecified saes and 8 tlrs (MDR # 3007284006-2026-00198, MDR # 3007284006-2026-00200). Additionally, 1 patient experienced death at 6-month follow up, and 1 death between the 1-year and 2-year follow-up (MDR #3007284006-2026-00199, MDR #3007284006-2026-00201). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 10jun2021 has been used, the date of publication. Böhme, tanja,noory, elias,beschorner, ulrich,lerke, frederik,schmidt, andrej,scheinert, dierk,ito, wulf,zeller, thomas,rastan, aljoscha. 2021. Photoablative atherectomy followed by a paclitaxel-coated balloon to inhibit restenosis in instent femoro-popliteal obstructions (photopac): a randomized multicentre pilot study vasa, 50(5): 387-393. Https://doi.org/10.1024/0301-1526/a000959 this report captures the serious injuries that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average patient age: 66.00 ±9.6. A3a) patient sex - sex of majority of patients involved: 20 males, 10 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, embolism is listed as a potential adverse event with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.